Event description:
The customer reported that the 840 ventilator had an erratic display. There was no patient involvement. Covidien technical support engineer troubleshot this issue with the customer over the phone and recommended the graphical user interface (gui) pcb be replaced. Covidien was not authorized to service the device.